Manufacturer narrative:
An additional lot number was reported (lot #m016164). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 300 units of insulin. The customer reloaded the same and a new cartridge, and another inaccurate fill estimate was received. There was no impact to the customer's blood glucose level. Customer reverted to manual insulin injections.